Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: doctor fired the device on the appendix and the unit lock down on tissue. Doctor used another unit with a 60 reload fired next to the locked device and was able to remove (B)(4) and continue the case. There was 1 cm unanticipated tissue loss.